Event description:
It was observed that during the device evaluation, the rigid video scope exhibited damaged fiber bonding on distal end of outer tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the damaged fiber bonding in outer tube area is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.